Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported nodules/bumps at infusion sites - amoxicillin/clavulanic acid (875-125 mg, twice daily) and patient device interaction problem.